Event description:
It was reported that there was an unspecified pca device failure during an infusion of hydromorphone. The patient was harmed and was provided medical intervention. Patient was stabilized with bag mask ventilations and was given narcan. The patient recovered respiratory drive and was placed on bilevel positive airway pressure (bipap) for support. The patient is currently on a ventilator and will transition to end of life care due to a result of a progressive disease not related to the incident. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation conclusion: the customer reported issue of an unspecified pca device failure during an infusion could not be confirmed or replicated in this investigation. Review of the pca module error log showed no errors occurred on the reported event date of (B)(6) 2020. Review of the pca event showed that at 12:08:59 pm on (B)(6) 2020, the user programmed a drug to infuse with the infusion mode ¿pca dose + continuous¿ at the rate of 0.5 ml and the vtbi of 27.8044 ml. At 12:09:57 pm, shortly after the programmed infusion started, a pca request was made. At 12:10:10 pm, pca dose completed (pvi= 0.5 ml). At 12:10:11 pm, programmed infusion at the rate of 0.5 ml/h and the vtbi of 27.2972 continued. Between 12:11:28 pm and 12:13:22 pm, three pca requests were made and locked out. At 04:32:10 pm, pca module sn (B)(6) was channeled off. At 04:36:47 pm, pca module sn (B)(6) was selected. At 04:37:06 pm, the programmed infusion was restored to infuse at the rate of 0.5 ml/h with the vtbi of 25.122 ml. At 04:41:06 pm, pca module sn (B)(6) was channeled off. Results from laboratory, asm accuracy (version 10.33) and asm binary testing for the pca handset indicate the device is operating within specification. Device inspection: the inspection process performed on pca module sn (B)(6) found no damage on the logic board, iui board, or mechanical components. No fluid ingress was found on the carriage block or in the drivetrain assembly. Areas of the front case and rear case were found to be physically damaged. The ribs of the right iui connector were found to be damaged with the corrosion and contamination observed on the pins of both left and right iuis. All parts inspected were observed to be bd parts. The administration set was not returned for this investigation. Root cause analysis: the root cause of the customer reported issue of an unspecified pca device failure during an infusion could not be determined with this investigation. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 20may2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 04nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was an unspecified pca device failure during an infusion of hydromorphone. The patient was harmed and was provided medical intervention. Patient was stabilized with bag mask ventilations and was given narcan. The patient recovered respiratory drive and was placed on bilevel positive airway pressure (bipap) for support. The patient is currently on a ventilator and will transition to end of life care due to a result of a progressive disease not related to the incident. Although requested, no additional information was provided.